Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned; based on the customer provided photos, the dermacarrier was confirmed to be labeled incorrectly. The reported device, 3:1 dermacarrier, matched a 1:5:1 dermacarrier. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the dermacarrier meshed like 1.5:1 and not 3:1. After grafting the skin, they noticed that it was too small. No harm or injury to the patient was reported. There was a reported 2-minute delay to unpack another 3:1 carrier. No additional skin graft was needed. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. G2: event occurred in sweden. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01605.